Event description:
Info received indicates, the bed will not go into trendelenburg.

Manufacturer narrative:
The tech cleaned and lubricated the trend linkage and adjusted the limit switches to repair the bed.